Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Low battery alarm was confirmed in the history file and then power error was triggered when backup battery unloaded voltage was less than 3.7 volts for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. Unit received with faded serial number label, cracked case corner of the belt clip rails near the battery compartment, minor scratches on case, cracked battery tube threads and minor scratches on lcd window. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump alarmed for power error detected. Customer¿s blood glucose was 172mg/dl. Customer states that insulin pump received low battery alarm the power error detected and also insulin pump had cracks on the bottom left crosses the insulin pump. Customer advised to call back if issue persists again. Insulin pump will be return for analysis.